Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. Customer's blood glucose level was 17 mmol/l. Customer stated the insulin pump has cosmetic damage. Customer reported that they got insulin flow block alarm. Customer was advised to revert to backup plan. Insulin pump will not be returned for analysis.